Manufacturer narrative:
Eval codes, results, conclusion: other - lack of info (unk cause of stent graft non-expansion, pending eval of returned delivery system).

Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2004. The pt's arteries were ectatic but were not tortuous or calcified. It was reported that the physician was attempting to deploy a 22 mm diameter x 3.75 cm length aneurx aortic cuff in a 21 mm diameter common iliac artery. After the graft cover was completely retracted it was noted that the stent graft did not appear to expand. The physician attempted to retract the runners but this action pulled the stent graft back towards the delivery system. It was reported that the delivery system and stent graft were pulled back to the external iliac artery, where the stent graft caught on native vessel and the runners were removed. The physician dilated the stent graft with a 9 mm balloon. A 20 mm diameter x 3.75 cm length aneurx aortic extension cuff was successfully implanted into the pt. No sequelae were reported and the pt is reported to be fine. Medtronic has rec'd the delivery system and its analysis is pending.